Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that ever since they got their newest implant in (B)(6) 2021 it had never helped their symptoms, they had been buying a lot of pads, and the therapy turned unexpectedly off. They had a difficult time using their equipment to turn it back on. They saw a urologist today and told the doctor just take it out because they feel sick of it. Patient services (pats) redirected to their doctor. Pt said the doctor that put it in is on medical leave. Agent offered listings but pt declined stating the urologist put them in touch with a doctor they just don't recall their name. Agent reviewed some charging information and reviewed pats can help troubleshoot their equipment but patient declined and said they will call back when they have time.